Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. There was no specific malfunction reported. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no manufacturing nonconformities. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on observations from the returned analysis, a posterior needle to cuff miss occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A proglide device was received at abbott vascular. Analysis of the device noted that the posterior cuff tabs were noted to be bent as expected and the swage end of the posterior needle tip remained trapped under the posterior foot pocket [cuff miss]. There was no information reported regarding this device; therefore, the method used to achieve hemostasis is unknown. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date estimated.